Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the right upper lobe adjacent to the pleura. The ion portion of the procedure was completed as planned with no delays. After the procedure, a medium-sized pneumothorax was detected, and a chest tube was placed to resolve it. The patient was admitted for 24 hours, then the pneumothorax resolved, and the chest tube was discontinued. The patient was discharged home. The physician believed that the pneumothorax was not ion related, but rather attributed to the target nodule's (close) proximity to the pleura. The physician reported that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.